Event description:
The patient felt ill and had flu symptoms. Family member used the suspect device to check pt's blood glucose and obtained a result of 170 mg/dl. Family member then took pt to the hospital and pt's glucose was 56 mg/dl on a hospital meter. Pt was admitted to the hospital and treated for hypoglycemia. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.